Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported that : "during the installation of two autograde septoid screws without stress on the installation, fracture of the distal thread and bursting of the 2 screws. Persistence of metal in the proximal area of the scaphoid, need to place another material." Additionally reported: 30 minute surgical delay, impossible to remove the thread because it has expanded into the bone and there is a danger of damaging the proximal pole of the scaphoid.

Manufacturer narrative:
The reported event could be confirmed. The most likely cause is that the surgeon put two screws in contact. The collision led to thread detachment and following breakage. Autofix operative technique warns about this possibility and explicitly states not to put two screws in contact. The manufacturer is not responsible for any complications arising from incorrect operating techniques. Other possible root causes are: - the integrity of the screw had not been verified prior to use. - the screw has been used more than once. Previous stresses created non-visible damages which led to implant breakage during surgery. - the package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. If any further information is provided, the complaint report will be updated.

Event description:
Customer reported that : "during the installation of two autograde septoid screws without stress on the installation, fracture of the distal thread and bursting of the 2 screws. Persistence of metal in the proximal area of the scaphoid, need to place another material." Additionally reported: - 30 minute surgical delay - impossible to remove the thread because it has expanded into the bone and there is a danger of damaging the proximal pole of the scaphoid